Event description:
A european distributor contacted zoll customer support to report that an electrode belt was causing check belt messages.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt messages) has been confirmed. Upon investigation the cable connecting ECG "a" and ECG "b" was cut, which caused signal distortion when the cable was manipulated. The signal distortion cause the check electrode belt alarms. The root cause for the cut cable could not be positively identified but was likely physical abuse. No adverse event resulted rom the damaged cable.